Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry. The reporter first mentioned a motor stall issue with the empty reservoir but then stated they were not certain of that. The hcp had just ¿inherited¿ this patient and the physician wanted to silence the audible alarms last week when the patient was seen at the clinic but they were unable to because, the summary/update tab was greyed out. Telemetry confirmed the alarms were due to eri which occurred (B)(6) 2014 and eos date of (B)(6) 2014, low and empty reservoir alarms per the hcp. The patient was seen last week by the new physician and they believed the patient mentioned the issues began around 2 months ago. The hcp was unable to review the event logs when they saw the patient last week. It was reviewed how to set the low reservoir alarm and reservoir alarm volume. The hcp thought they had programmed those back in but was still unable to advance to the summary screen. The hcp did not know if the patient had went through withdrawal with the empty reservoir because it had occurred prior to when they began to manage the patient¿s pump. On (B)(6) 2014 the pump off password was provided. The pump was used to deliver fentanyl, clonidine, bupivacaine, baclofen, and dilaudid. Additional information has been requested, but had not been received as of the date of this report.